Manufacturer narrative:
Narrative: ge healthcare performed a checkout of the equipment and found it to function within manufacturer's specifications. The customer reported the ventilator alarm volume was turned down to 1 during the reported event (unit is designed with a maximum alarm volume level of 5). The aespire user manual instructs the user on setting the alarm loudness as part of the machine setup. Additionally, the manual discusses the preoperative checkout of the aespire, which includes checking the function of the alarms.

Event description:
Customer reported that, during a case, clinician decided a larger peripheral IV would be required in order to deliver the drugs needed. A tourniquet had been placed, blood was being drawn, and an IV was being placed in the pt's arm. The clinician reportedly heard an alarm, however, did not realize the alarm was coming from the ventilator; he thought if was coming from the monitor. The clinician reportedly felt the alarm condition was due to manipulation of the pt or use of a tourniquet. The drapes were up, and the clinician was reportedly away from the pt's head during this time (approx 5-10 mins). When clinician returned to the pt's head area, pt was reportedly noted to be bradycardic and then pulse less. At this time, clinician reportedly noted the endotracheal tube was disconnected. Resuscitation measures were then taken. Pt reportedly incurred a brain injury. It was reported that the ventilator alarm was set at level 1 during the alleged case (maximum level is 5).